Event description:
Per images received, the balloon was torn.

Manufacturer narrative:
Additional information added to b5 and h6.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a left carotid valve in valve tavr procedure with a 26mm sapien 3 ultra valve in a 26mm sapien 3 ultra valve, the balloon on the 26mm commander delivery system burst during inflation as noted on fluoro, and there was also blood in the inflation syringe. The valve was fully deployed. However, after successful deployment, there was difficulty withdrawing the delivery system, so a larger incision was made to surgically remove the device. The perceived root cause of the balloon burst was likely due to the valve frame of the already implanted valve. The operator noted a lot of resistance during the valve deployment. Per report, there was extra volume added to the balloon prior to the inflation was (+1 ml), the degree of calcium in the annulus/leaflets were mild, the degree of tortuosity was moderate, the size of the annulus was 435.6, and the minimum luminal diameter was 5.5.

Manufacturer narrative:
Correction to h6 and device evaluation results in h11. It was previously reported in section b5 that imaging review of the device showed a balloon torn, this event was reported in error, h6 device code 'material cut, torn, split' is no longer applicable. Device imaging evaluation is stated below. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The site provided intra-procedural imagery, and the following was observed: prior to full balloon inflation within the pre-existing thv, inflation appears somewhat slow, indicating potential resistance during inflation. After full balloon inflation, the balloon burst indicated by contrast exiting the balloon at the distal side. Additionally, imaging evaluation/review of post-procedural device imagery showed a fully circumferential radial balloon burst at proximal balloon shoulder, with distal balloon umbrellaed over nose tip and distal balloon wings flared. The reported event for inflation difficulty, balloon burst, and difficulty to withdraw system through sheath were confirmed based on evaluation of provided imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. In this case, the patient was reported to have exhibited moderate vascular tortuosity. While no tracking difficulties were reported, navigating through tortuous anatomy can temporarily kink or twist the delivery system, potentially obstructing the inflation pathway and resulting in slow inflation. However, due to the limited information available and the absence of patient imaging (3mensio), a definite root cause cannot be determined at this time. The balloon burst occurred during a valve-in-valve procedure in a landing zone with mild calcification. It is possible that the pre-existing thv frame and/or calcium in the landing zone interacted with the inflation balloon during deployment, resulting in balloon burst. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, an additional ml of fluid was used to inflate the balloon. Over-inflation of the balloon can further contribute to a balloon burst, by subjecting the balloon to higher-than-normal pressures. Lastly, as the balloon burst, the altered balloon profile could have made it more susceptible to catch on the sheath, which would have subsequently led to the experienced withdrawal difficulty. As such, available information suggests that patient factors (pre-existing thv, calcification) and procedural factors (over-inflation) may have contributed to the reported balloon burst, while procedural factors (withdrawal of burst balloon) may have contributed to the reported withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.